Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent oversensing of noise on the patient's rv lead was observed. The patient experienced no symptoms. Review of egms noted that the amplitude of noise signal was variable. The oversensing was not reproducible in clinic with isometrics, pocket manipulation, or deep breathing. The lead measurements were all within normal ranges. It was suspected that the noise could be due to possible contact with the old capped lead. It was noted that the patient has been more actively participating in physical therapy (since (B)(6) which is when the recordings were first noted. The patient will continue to be monitored with re-check in few months. The patient remained asymptomatic.